Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states ¿IV pump channel stopped the infusion of a medication. The IV channel loses connection to the module and powers down stopping the infusion without any indication, notice, or alarm. The infusion was started and the channel appeared to be operating but upon reassessment of the pt, the channel was off and infusion stopped. The module was still on, and nothing alarmed to alert staff, this was happening.' No patient harm was reported.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.